Event description:
It was reported that there was a white particle floating in a small volume intermate. The particulate matter was identified after the device was compounded with colistimethate, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 11, 2014 ¿ november 13, 2014. The device was received for evaluation. Visual inspection was performed and identified a white floating particle in the device. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.